Event description:
It was reported that decreased sensing and oversensing due to possible myopotentials were observed. Loss of capture and inappropriate therapy was also noted. Perforation was suspected. Upon explant, no evidence of perforation found. Surgery was uneventful and patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.